Manufacturer narrative:
Analysis was performed on the device. The reported plunger retraction could not be confirmed due to returned device condition. However, the lever was closed, and the foot was retracted with no resistance noted. The returned plunger was reinserted and retracted with no resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to a retraction problem with the plunger include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem codes 1528, 1142 were removed and replaced with code 1536.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional cardiac catheterization procedure. Reportedly, a proglide dilator [plunger] was attempted to be removed and was stuck. After a few attempts, it was removed without being able to suture. The procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, update to information provided: reportedly, a proglide dilator [plunger] was attempted to be removed and was stuck. After a few attempts, it was removed. The suture was harvested yet removed and not used. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional cardiac catheterization procedure. Reportedly, a proglide dilator [plunger] was attempted to be removed and was stuck. After a few attempts, it was removed without being able to suture. The procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.